Event description:
My daughter is on the dexcom g6. Yesterday, the g6 sensor reported "sensor error" all throughout the day. As a result, her blood sugar trended high nearly all day. At one point, her blood sugar neared 400. This was because the dexcom was not appropriately communicating with the omnipod. About 10 p.m. We opted to change the sensor days before it was due to be changed because it was clear that the sensor was not correctly communicating numbers. We then put in a new sensor. At 5 a.m., I awoke to the new sensor telling me that my daughter was "low." I immediately rushed into her room as low means that my daughter's blood sugar is under 40. I immediately gave her 17 grams of apple juice/sugar. After she consumed the apple juice, I did a manual blood sugar check, I learned that she was not low, but in fact her blood sugar was 125. Two sensors, just hours apart, demonstrating how dangerous the dexcom sensor has become for our children! Dexcom needs to fix its sensors. Patient code: 1905. Device code: 2896, 2460. Reference report mw5187388.